Event description:
Revision surgery due to tibial tray subsidence at 2 weeks from primary. Gmk-sphere successfully implanted.

Manufacturer narrative:
Batch review performed on 23 dec 2025. Lot 2419729: (B)(4) items manufactured and released on 30-sept-2024. Expiration date: 2029-sept-16. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affair manager. A revision surgery was performed approximately two weeks after implantation of a medial partial knee arthroplasty due to collapse of the tibial hemiplateau. The available x-ray images clearly demonstrate collapse of the bone, followed by displacement of the tibial tray. Based on the information currently available, the root cause cannot be conclusively determined. However, reduced bone strength potentially associated with routine surgical bone preparation may have contributed to the occurrence of this early fracture. There is no evidence to suggest a device malfunction or defect. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.